Event description:
It was reported to boston scientific corporation that a rigiflex single use dilatation balloon was intended to be used in a procedure. According to the complaint, the rigiflex balloon was not used in the procedure because the preloaded guidewire was too floppy to be introduced into the patient. There were no physical defects reported by the complainant. Investigation results received on (B)(6), 2010 revealed that the core wire was broken which is contrary to what was initially reported. There were no patient complications and the procedure was completed with another of the same device.

Manufacturer narrative:
A visual examination of the returned device revealed that the core wire was broken and exposed from the coil at the ball weld. There was no deformation of the guidewire hoop and the guidewire was able to be advanced through the rigiflex ii balloon catheter. There was no other damage noted to the device. Investigation results could not reveal a definitive root cause however it is likely the damage occurred from handling the device during unpacking or preparation.